Event description:
It was reported that during a video assisted thoracic surgery the device delivered an incomplete staple line. The procedure was completed with a like device. There was no pt consuence.